Manufacturer narrative:
The two casters on the front of the chair were replaced with casters that were not the same as the original casters. The casters in the front were not the same height as the casters in the back causing stress on the pipes because they were not lined up correctly. The front to back pipe came loose causing the t below the seat to break.

Event description:
Pt was sitting on the shower chair when the left side broke at the t fitting located just under the seat. Also, the lower support pipe going from the rear left caster to the front left caster broke.